Event description:
Additional information was received and the vista brite tip guiding catheter box was severely bent and the device was fractured. There was no patient injury. No other information was provided.

Manufacturer narrative:
Upon receipt of a vista brite tip guiding catheter, it was noted that the box was severely bent, and the device was fractured. The device was not used. There was no patient injury. The device was stored in the cath lab upright. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17730752 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The events "catheter (body/shaft) cracked - prior to use¿ and ¿packaging/ pouch/box - damaged" reported by the customer were not confirmed since the device was not returned for analysis. Storage and handling factors may have contributed to the reported events. According to the precautions in the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use open or damaged packages.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.